Event description:
It was reported the patient presented to the hospital due to a patient alert. Device interrogation was performed and a lead integrity alert was observed. Technical review of device data noted an increase in short interval counts (sic), two non-sustained ventricular tachycardia episodes containing premature ventricular contractions resulted in a change in morphology and double counting of the r waves were observed. Weekly r wave trending revealed an intermittent decrease in r wave amplitudes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and indicated a right ventricular lead integrity alert. The lead integrity alert triggered for two or more ventricular tachycardia- non sustained episodes and increased sic count.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).